Manufacturer narrative:
Due to character restrictions in block e1. Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during maintenance that cardiosave intra-aortic balloon pump (iabp) when the machine was turned on, it was found to be in the loading interface and there was a beeping sound. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11 corrected fields: h6(problem code).